Event description:
The consumer reported that the hinge for the footplate on the power chair is broken. This issue could prevent a user from obtaining the needed foot support to prevent them from falling out of the chair.